Manufacturer narrative:
Additional manufacturer narrative: it was confirmed with the site that the valve in valve procedure did take place. Device remains implanted. No additional patient information has been made available. (B)(4). Corrected from product problem to adverse event, required intervention to prevent permanent impairment/damage (device). (B)(4).

Event description:
Edwards learned that a patient's case was approved for valve-in-valve intervention via a clinical trial to treat severe stenosis and moderate regurgitation of the aortic bioprosthetic valve. No further information was provided.

Event description:
Through follow up with the health care provider, it was confirmed that a valve-in-valve procedure has taken place. The implant duration of the failing 21mm aortic pericardial valve at the time of the procedure was eighteen (18) years, three (3) months, and nineteen (19) days.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. It is unknown if valve-in-valve intervention has taken place. Attempts to retrieve addition information have been unsuccessful. Should additional information be received a supplemental report will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.